Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and found the white blood cell (wbc) aperture was cracked and the entire volume in the wbc bath was immediately drawn through the count path during the count cycle causing a wbc count of zero. Although the fse replaced the wbc aperture/bath assembly, the customer was still experiencing wbc recovery issues. On (B)(4) 2013, another fse went onsite and upon inspection he found tubing from the wbc lyse bottle to valve 11 (lyse distribution valve to reagent syringes) was not seated properly and may have contributed to the wbc count issue. Incidentally the fse bleached the wbc lyse and rinse pathways and lubricated the reagent and differential syringe assemblies. The fse performed probe alignment, cleaned wbc aperture and replaced o-ring. The fse verified that all parameters were within specifications. Failure mode was related to the wbc aperture bath assembly and wbc lyse tubing. Beckman coulter internal number for this report is (B)(4).

Event description:
The customer reported to beckman coulter (bec) that their coulter act 5diff cp analyzer gave zero results for the white blood (wbc) count. This instrument is not used for patient diagnosis and results obtained are not used for patient treatment. The customer manufactures control products for use on the act 5diff series instruments. Printouts were not provided, and the control recovery information was not provided by the customer. No erroneous results were generated or reported out.